Event description:
Premature eri pacing mode after 3.5 years of implantation. Increased current consumption was interrogated.

Event description:
Premature eri pacing mode after 3.5 years of implantation. Increased current consumption was interrogated.